Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing ineffective stimulation. The patient underwent a succesful burstdr trial and the ipg was explanted and replaced on (B)(6) 2018. Effective stimulation was restored post operatively.